Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of software found no evidence of product non-conformance. Digital implant image comparison testing was conducted and all images were accurate. Analysis of patient x-rays found the incorrect protocol was used, resulting in the incorrect template sizes. There are warnings in the package insert that state that this type of event can occur: "a trained medical professional determines final implant type and size intraoperatively." "Orthosize software does not determine the final size and type of hardware to be implanted."

Event description:
During a total hip arthroplasty, it was discovered the orthosize v1.2.6 software templated a size 7 stem. The surgeon broached to the appropriate size and implanted a size 10 stem. There was no patient injury or delay in procedure.